Manufacturer narrative:
Date of event corrected from (B)(6) 2019 to (B)(6) 2019. Implant date corrected from (B)(6) 2017 to (B)(6) 2017.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted. At the one year follow up appointment a transesophageal echocardiogram was performed which revealed the device had migrated from the laa and was in the left atrium (la). The closure device was fixed and attached to the wall of the la, but not closing the laa. The patient was asymptomatic. It was further reported that the patient had the closure device removed percutaneously on (B)(6) 2019. The device was snared out of the left atrium and recaptured into a large trans-septal sheath. There were no complications. The physician then went on to implant a new watchman 21mm closure device in to the laa during the same procedure. The patient had an uncomplicated post-op course, recovered well, and was discharged to home from the hospital seven days post procedure.

Manufacturer narrative:
Date of event approximated since unknown.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted. At the one year follow up appointment a transesophageal echocardiogram was performed which revealed the device had migrated from the laa and was in the left atrium (la). The closure device was fixed and attached to the wall of the la, but not closing the laa. The patient was asymptomatic.